Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that it was taking too long to charge. The patient reported that he started recharging the ins when it was 3/4 full and it was taking about 2-3 hours to fully charge. The patient reported that he adjusted so he got full coupling and then recharged. The patient declined troubleshooting over the phone. Adhesive discs were ordered for the patient. No further complications were reported.